Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised. As reported: "the patient had a triathlon knee done some time around 10 years ago with no further record of where or by whom. The revision was secondary to a fall that destabilized the knee on the medial side. A size 3 cr cemented femur and 4x16 cr insert were removed. The size 4 universal baseplate was left in place. No further information is available from the hospital or surgeon." Spoke to the rep, who confirmed there were no bone fractures and no implant damage/ malposition, patient had ligament instability.